Event description:
It was reported that during a laparoscopic nephrectomy procedure the trocar was leaking when placing a 5mm device into the seal. The device was used to complete the case, but a second insufflator was pulled due to the trocar leaking so badly. There was no patient consequence. The device was discarded. (B)(4)

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. As a lot number was not received, a device history review could not be performed.